Event description:
(B)(4). Soon after had constant bloating, fatigue, pain and soreness in pelvic area. Every month I thought I was pregnant from being so nauseated and menstrual wasn't on time. When it does come, I have heavy bleeding unlike ever before and very painful cramps. Migraines started. Now they get so bad and last for months at a time. Teeth are breaking as well.